Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. The shock impedance measurement on the day after the alert was 117 ohms, which is high but still within normal specification limits. It was noted that the shock impedance measurements have been gradually rising from the 90 ohm range one year ago to generally in the 110 ohm range for the past nine months. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this is not a dramatic increase and could still be considered within range of what impedance has been, but they should continue to monitor it. Ts also discussed issues that come with shock impedance measurements of 145 ohms or greater. The hcp indicated they understand. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.